Event description:
The distal tip of the guidewire fractured within the pt. A 300 cm guidewire was utilized to cross circumflex lesion. It took twenty minutes, and due to some tortuosity, difficulty was experienced during attempts to advance balloon over the wire. Guidewire was removed and replaced with an xs stabilizer. Difficulty was experienced during attempts to cross lesion, and physician was unable to torque wire. Wire was pulled back, and he noticed that tip segment was at proximal circumflex and left main. Attempts to retrieve tip segment aspirating it into the syringe were unsuccessful. Guiding catheter and wire were then pulled back as a unit with tip segment of wire contained within guiding catheter. Tip segment of wire was then noted to be loose at the end of sheath within femoral artery. A micro vena snare was utilized to retrieve tip segment of wire uneventfully with no other reports of pt injury or complications. Pt was discharged home from hosp.

Manufacturer narrative:
The product has been returned to co for evaluation and testing, however, the engineering evaluation is not yet complete. Please note date of 4/2/97 for submission of such info pending completion of the product analysis.